Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that dislodgement with noise and high capture thresholds were observed on the right ventricular lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.the reported events were for lead dislodgement, signal artifact, inadequate capture, and noise as received, a complete lead was returned in one piece measuring 58.2 cm with a stylet inserted. Visual inspection of the lead found the retracted helix clogged with blood. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The measured full helix extension length was measured to be within product specification. The reported events for inadequate capture and noise were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.